Manufacturer narrative:
H.6 investigation summary: confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported the bd ultrasafe plus¿ x100l png clear had an activated needle safety spring. The following information was provided by the initial reporter: please find customer complaint reference complaint- (B)(4) reporting: " the needle of the safety spring activated". Based on complaint description it was concluded that reported defect is related to pre-activation of passive safety device.

Event description:
It was reported the bd ultrasafe plus¿ x100l png clear had an activated needle safety spring. The following information was provided by the initial reporter: please find customer complaint reference (B)(4) (inv-339775) reporting: " the needle of the safety spring activated". Based on complaint description it was concluded that reported defect is related to pre-activation of passive safety device.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.